Event description:
It was reported the patient's blood glucose level rose to 305 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The pod was removed and the patient administered a bolus of 2.65 units.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent , kinked, or damaged. The downloaded data shows no drive stalls or timeouts during the pod's run.